Event description:
Related manufacturing reference number: 2017865-2022-10670. It was reported that the patient presented with a pocket infection. There is no allegation that the system caused or contributed to the infection. The implantable cardioverter defibrillator, right ventricular, left ventricular, and right atrial leads were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.